Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. No damage or evidence of electrical shock was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of electrical shock was observed. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted to reprogram the sensor to perform a smu (source measurement unit) test however, the patch encountered an error while running the program. The observed error was caused by the investigator and unrelated to the sensor. Unable to be scan or reprogrammed the sensor to perform a smu test or current consumption test. Adc is therefore unable to perform any further testing for this issue. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
Customer reports feeling, "cramps and an electric shock" while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports feeling, "cramps and an electric shock" while wearing their adc device. There was no report of death, serious injury, or mistreatment associated with this event.